Event description:
The customer reported that during charge and shock testing the device displayed the error code 00001 (slow defib charge). This error code is accompanied by the defib failure - cycle power message/instruction.

Manufacturer narrative:
(B)(4). The customer reported that during charge and shock testing the device displayed the error code 00001 (slow defib charge). This error code is accompanied by the defib failure - cycle power message/instruction. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.